Manufacturer narrative:
This correction is to clarify that the MDR submitted is not the subject of an approved exemption. Exemption number ¿5645646¿ was submitted in error as our system was using default test values supplied by the FDA in the emdr implementation package for xml generation.

Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that the patient had been on ventilator for approx 8 days when the ''blue light keys'' (quick access buttons) were not working on the bottom of the display screen. It was noted when user attempted an inspiratory hold maneuver. Patient was removed from ventilator and placed on another ventilator. There was no additional medical events or diagnoses noted. The next morning the user carried out both device check and circuit check tests and both tests passed.